Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tactiflex ablation catheter, sensor enabled was received for evaluation. A simulated ablation was performed, and the catheter displayed a high average temperature rise. Inspection of the distal tip determined the tct wires were fully encapsulated within the tip well. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Additional information: b5, g3, h2. One uni-directional, curve d, tactiflex ablation catheter, sensor enabled was received for evaluation. The ensite automark files returned to product performance engineering were analyzed. Based on power and temperature plots for sessions corresponding to the complaint device, temperature would increase to a set limit after ablations were initiated causing the tempguard feature to titrate (reduce) power output, consistent with the reported event.a simulated ablation was performed, and the catheter displayed a high average temperature rise. Inspection of the distal tip determined the tct wires were fully encapsulated within the tip well. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report includes an updated analysis.

Event description:
During the pvc procedure, temperature issues with the catheter resulted in the cancellation of the procedure. After the first seven lesions were created, five subsequent lesions were stopped by the ampere generator due to the temperature cutoff being reached. The error message "measured temperature higher than programmed limit" was displayed. The irrigation was increased to 20 ml/min, but the issue was not resolved. After around twelve lesions, none of the lesions were successful. The catheter was not exchanged. There were no adverse consequences to the patient and a new pfa procedure was scheduled due to the inability to ablate.